Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, head revised for unknown reasons. Mpo implanted device: product ID: pha04416 femoral head biolox delta ceramic 12/14 - 36 m/ lot number: 1715181/ qty: 1.